Event description:
It was reported that before use with two units of u9000 ultrafilters, external fluid leakages were observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10. The actual device was not available; however, five photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed the product wet, half of the product label from the side was visible and the barcode. No abnormalities that could have contributed to the reported condition were identified. The reported condition was not verified. Based on past investigations, the most likely cause of the condition is a crack in the housing nearby the welding zone. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.